Event description:
A customer in (B)(6) complained about false negative results due to a leaking multimer reagent dispenser from an ultraview universal dab detection kit. This affected multiple tests onboard a ventana benchmark xt automated staining instrument. The multimer reagent is a cocktail of enzyme labeled secondary antibodies that locate the bound primary antibody and must be present for the detection kit to perform per labeled requirements. The information reported by the customer to date is that a false negative result for anti-thyroid transcription factor (ttf-1) was reported out of the laboratory to a clinician. The ttf-1 marker was used on a lymph node biopsy. The patient had already had a mediasinal adenopathy. The pathologist in the customer lab was unsure of the original negative test result and repeated it with positive results. The corrected results were then reported to the clinician within a week of the original results. In addition the sample was stained with egfr for confirmation during the repeat testing. A second pathologist at the site has reported that another false negative result from the staining run in which the multimer leak was reported has been reported out of the laboratory to a clinician. This pathologist is currently out of the office and as of the date of this report their information on the type of test result and whether there was any negative impact to patient health associated with this result is not available. A follow-up report will be issued when additional information becomes available. Ventana medical systems' (ventana) ultraview universal dab detection kit is an indirect, biotin-free system for detecting mouse igg, mouse igm and rabbit primary antibodies. The kit is intended to identify targets by immunohistochemistry (ihc) in sections of formalin fixed, paraffin embedded and frozen tissue that are stained on the ventana nexes and benchmark series automated slide stainers. The clinical interpretation of any staining, or the absence of staining, must be complemented by morphological studies and evaluation of proper controls. Evaluation must be made by a qualified pathologist within the context of the patient's clinical history and other diagnostic tests. It is noted in the complaint that the complainant does not use same slide controls as is required in the package insert labeling for ultraview universal dab detection kit.

Manufacturer narrative:
The foreign ((B)(6)) complainant alleges that the dispenser containing multimer reagent had leaked its contents and therefore the reagent was not available for application on slides from the run reported to contain non-stained specimens. The roche diagnostics regional affiliate office in (B)(6) has requested the return of the dispenser for examination but has not yet received it as of the date of this report. The false negative results for anti-ttf-1 reported to the clinician by the complainant laboratory did not result in a serious injury or death. However it has been reported by the complainant as of the date of this report that there was a second false negative result reported out of this same lab from the same staining run by a different pathologist. As of the date of this report the information regarding the marker that was reported as falsely negative and the impact if any to patient health associated with this second result if not known. A follow-up to this report will be filed upon receipt of the information from the foreign source.